Event description:
Allegedly the patient was revised due to the following mom complications: pain; clicking; loosened, dislodged acetabular component; copious amounts of cloudy fluid around hip implant (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00171, -00172.